Event description:
Patient reported to have a medial collateral ligament tear, medial tibial plateau fracture and loosened tibial component post-traumatic in nature.

Manufacturer narrative:
Device is undergoing engineering evaluation

Manufacturer narrative:
Engineering evaluation noted the revision reported is most likely due to post-traumatic loosening. Surface analysis of the tibial insert revealed minimal to no surface wear.

Event description:
Revision of knee components due to loosening.